Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not turn on before and after a battery change. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.